Event description:
It was reported that the patient had increased pain. X-ray results showed there was lead migration. The lead was replaced and the patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID 3888-45, lot# v194121, serial#, implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead, product ID 3888-45, lot# v218740, serial#, implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type lead. (B)(4).